Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera elite gastrointestinal videoscope, having poor air and water supply. Upon inspection and testing of the customer returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of air/water supplied insufficient due to clogging of the air/water nozzle, curved rubber adhesive missing, air and water nozzles clogged and the draining function reduced, foreign object inside the nozzle, bending angle insufficient due to the elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, scratches on the insertion tube, insertion tube discolored, scratches found on the operation part, discoloration of the operation part, scratches found on the tip cover, scratches found on the switch box, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down knob, scratches on the up/down angle fixing lever, up/down knob corroded, scratches found on the right/left knob, scratches found on the grip, forceps plug cap scraped off, scratches found on the universal cord, scope connector corroded, scratches found on the scope connector, scratches on the scope connector cover, scratches on the right/left angle fixing knob, peeling of the paint recognized on the air/water supply cylinder, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ 8 inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A) inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.